Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One ar-9503s-03, univers revers¿ humeral insert small, was received, assembled with an ar-9501-05p and ar-9502f-36cpc. Visual evaluation noted that the stem, the suture cup and humeral insert were stuck together. Additionally, the insert had gauge marks along the side. Functional testing noted that while the devices are assembled, the stem did not sit flush to the suture cup and could be wiggled to either side. It is likely that the screw was not reinforced to sit flush. The most likely cause is attributed to misuse due to user error due to not following the correct surgical technique.

Event description:
On 10/16/2024, it was reported by a sales representative via email that two ar-9501-05p univers revers humeral stem and two ar-9502f-36cpc arthrex univers revers suture cups engaged correctly, but they were loose, along with the two ar-9503s-03 univers revers humeral insert in between. The surgeon could wiggle the implants and make them move. The screw of the two ar-9502f-36cpc arthrex univers revers suture cups was not engaging with both ar-9501-05p univers revers humeral stem. The case was completed by opening a different ar-9501-05p univers revers humeral stem, an ar-9502f-36cpc arthrex univers revers suture cup, and an ar-9503s-03 univers revers humeral insert from a different lot number. This was discovered when putting the products together before insertion in the patient during a rtsa procedure on (B)(6) 2024. The case was delayed fifteen minutes; however, it is unknown if additional anesthesia was updated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.